Event description:
Boston scientific received information that during a routine follow-up, noise and oversensing was noted on the device and right ventricular (rv) lead. There was no asystole greater than two seconds. Additionally, there was a large fluctuation in pacing impedance measurements; however, all measurements remained within range. Boston scientific technical services (ts) reviewed the data and confirmed that there were two low out of range pacing impedance measurements. Additionally, one episode revealed loss of capture following undersensing. It was indicated that a lead revision would be scheduled. This patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No further information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.